Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon eval, the white pulse wire was open inside the trunk cable. The cause of the check te pad messages is the open pulse wire. The root cause of the open pulse wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.

Event description:
A pt contacted zoll customer support to report constant check te alarms. The patient was issued a replacement electrode belt.